Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 165950002, implanted: (B)(6) 2009, product type: accessory. Product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 377645, lot# v004299, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n215949, implanted: (B)(6) 2009, product type: accessory. Product ID: 3550-39, lot# n205111, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the ins battery depletion was normal as the patient had very high settings to control their pain. The ins battery was placed sometime in the week prior to report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that it was thought the battery life on the patient¿s implantable neurostimulator (ins) was short as they had been implanted for about a year. A longevity calculation was performed to estimate the ins battery life. For group a, the estimated longevity was 11 months (at 40 hz) and 5 months (at 85 hz). The settings for group a were as follows: amp: 2.2 pw: 200 us rate: 40 hz therapy impedance: 226 ohms 8.901; amp: 2.2 volts pw: 390 us rate: 40 hz therapy 607 ohms; amp: 3.2 volts pw: 360 us rate: 40 hz therapy: 161 ohms. For group b, the estimated longevity was 14 months. The settings for group b were as follows: amp: 3.8 volts pw: 360 rate: 40 therapy impedance 352 ohms; amp: 1.85 pw: 390 rate: 40 therapy impedance: 677 ohms; amp: 2.0 volts pw: 390 rate: 40 therapy impedance: 189 ohms. It was noted that the patient had been reprogrammed to 40 hz from 85 hz a few days ago from report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Further information received reported that since the device replacement, the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.